Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A service proposal was issued but the customer declined the service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that a wheel was not fixed properly to the trolley. There was no report of patient involvement.